Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017 and product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017 and product type: lead. Device code: c62917 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the patient being unable to communicate or recharge the implant and the shocking occurring when trying to start a recharge session was due to the patient¿s auto accident where possibly their programming was disrupted. Actions taken to resolve the reported issue was the patient met with a manufacturer representative (rep) and were reprogrammed. It was reported that the issue was resolved. The hcp indicated that it was functioning well. It was also clarified that there was no lead migration. The patient weight at the time of the event was asked but was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-feb-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that they were having problems with their recharger and their ins and stated that they might have to have it reprogrammed. The patient stated that they went to charge the ins and they were seeing the ¿reposition charger¿ screen. The patient stated that they have not tried to charge the ins in a long time. The patient stated that they were in a car accident on (B)(6) 2018. The patient state that they attempted to start a charging session at the beginning of 2019 and they were shocked really bad and scared. The patient stated that they thought their lead moved, but their healthcare provider (hcp) told them that this could not happen. Th ep stated that they were meeting with their hcp this thursday. The patient was redirected to follow-up with the hcp regarding a possible over discharge. The issue of the patient attempting to recharge and being shocked occurred in (B)(6) 2019 and the poor communication screen occurred on (B)(6) 2019. No further complications were reported/anticipated.